Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the gear had come out of the driven cutter clamp shaft and the set screw was loose, due to tampering. It was further determined that the device failed pretest for lock insertion assessment, set screw assessment, thimble lock operation assessment, thimble set screw operation, and visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the attachment device was not locking the burr device in place. During in-house engineering evaluation it was determined that the gear had come out of the driven cutter clamp shaft and the set screw was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.